Event description:
During cataract surgery, after hydrodissection while irrigating the anterior chamber, the cannula forcefully came off the bd 3cc luer lock syringe and went through the pt's eye with laceration to the retina.

Manufacturer narrative:
Device is retained by medical facility. No product eval has been performed at this time.